Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included chronic pain syndrome and systemic skin infection. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that the patient had a systemic skin infection all over his body. There was no clear evidence that the pump pocket or spinal incision were infected, but the physician felt it was just a matter of time due to the rampant systemic skin infection, so he explanted the device system due to suspected infection. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information provide regarding the event.